Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The arterial bloodline spontaneously came disconnected from the crit line blood chamber. The machine alarmed. The pt's estimated blood loss was 200 cc. Pt had no adverse effects and no med intervention was required. The pt did not complete treatment. The chamber was discarded and is not available for MFR's eval.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A product recall has been initiated by the manufacturer and the reported product issue is being investigated by the manufacturer via a CAPA.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.